Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer has been experiencing high blood glucose for two weeks. The blood glucose reading is 438 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer experienced headaches, tired, nausea and vomiting. Customer stated that she treated with a temp basal before hospital treated with manual injections. During troubleshooting, programming is correct. Nothing further reported.